Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics and motor assembly. Analysis was unable to perform any tests due to blank display. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had blank display immediately after getting exposed to moisture. The customer¿s blood glucose was 160 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan a replacement will be sent. The insulin pump was returned for analysis.